Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a malfunction occurred due to the device not detected on bus. A field service engineer identified the issue and reseated all connections on the controller board in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had device not detected on bus and problem persists even after rebooting. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.